Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. Final analysis found that the device reached elective replacement indicator 4.59 years after implant, which did not exceed 75 percent of the published longevity of 6.9 years. No field settings were received. With a new battery attached, normal function ensued.

Event description:
This report is to advise of an event observed during analysis.